Event description:
The customer returned product because of the initial reason, unable to attach remote dosing cord to pump. Also, the investigation found the additional events of delaminated downstream occlusion seal and a hole in the upstream occlusion seal.

Manufacturer narrative:
Received one device, unable to attach remote dosing cord to pump, confirmed. Additionally, during inspection the investigation found the additional events of delaminated downstream occlusion seal and a hole in the upstream occlusion seal. Both seals were replaced and a sensor calibration performed. The pump passed all test. Service history notes that no previous repairs noted in the last 12 months.